Event description:
It was reported that approximately one month post implant the patient experienced diaphragmatic and nerve stimulation. High thresholds were noted in the right ventricular (rv) lead and a chest x-ray revealed a lead dislodgement. It was further reported that a computerized tomography scan revealed a lead perforation of the rv apex. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.